Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the system faults were both single occurrences and could not be reproduced during in-house testing. There was no fault found with the returned device. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed system faults (sf 101 and 218) indicating that the outlet pressure measurement may be incorrect. There was no patient injury reported as a result of this incident.